Manufacturer narrative:
A 3.0mm ikazuchi balloon catheter (bc) was used to perform a pre dilation. After that, a 5mm x 15cm x 155cm saber rx percutaneous transluminal angioplasty (pta) was inserted for inflation. However, it ruptured at eight atmospheres (atm). There was no patient injury reported. This was an endovascular treatment (evt) case. The lesion was the superficial femoral artery, which was moderately calcified, had no vessel tortuosity, and had chronic total occlusion (cto). The ikazuchi bc was reinserted and inflated again. The saber pta was replaced with a new 5mm saber pta, inflated and the procedure was completed. The products were stored, handled, inspected and prepped normally according to the instructions for use (IFU). There was nothing unusual noted about the device prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used and there was no unusual force used at any time during the procedure. Non-cordis contrast media was used and the contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. An unknown guidewire was used to cross the lesion. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The product was removed easily and intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17627897 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion and moderate calcification may have contributed to the reported event. Calcification is known damage to balloon material, it is likely this damage occurred while attempting to cross this chronically occluded vessel. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 3.0mm ikazuchi balloon catheter was used to perform a pre dilation. After that, a 5mmx15cm 155 saber rx percutaneous transluminal angioplasty (pta) was inserted for inflation. However, it ruptured at 8 atmosphere (atm). There was no patient injury reported. So the ikazuchi balloon catheter was inflated again. The saber pta was replaced with a new 5mm saber pta. It inflated and the procedure was completed. This was an endovascular treatment (evt) case. The lesion was the superficial femoral artery which was moderately calcified, had no vessel tortuosity, and had chronic total occlusion (cto). The products were stored, handled, inspected and prepped according to the instructions for use (IFU). The device did prep normally. There was nothing unusual noted about the device prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The contrast media used was iopamidol (bayer) and the contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. An unknown guidewire was used to cross the lesion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. There was no unusual force used at any time during the procedure. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed without patient injury. The device was discarded in the hospital.